Event description:
During the procedure, an impedance issue occurred resulting in cancellation of the procedure. A few seconds after connecting an ablation catheter, the impedance rose to 999 and stayed at that value. Disconnecting the catheter and reconnecting it resolved the impedance value for a few seconds before it went back to 999. The rf patch and its input on the generator were changed, the generator was turned off and on, but the issue persisted. The ablation catheter was exchanged for another of the same type which did not resolve the issue. The ablation catheter was then changed to a flexability but, the issue persisted. The generator was then disconnected from the dws and the impedance still showed 999 and the procedure was cancelled.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. The returned generator was powered up, the unit completed power-on-self-test (post) and then device booted to the application successfully. Evaluation testing which includes irrigated/non-irrigated catheter identification, temperature, resistance testing, and timing testing were all successful. However, review of the attached system log files shows an ¿ablation control rfboard !!! Power on self test failed¿ errors on the 2023-sep-04. Reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation information provided, and the review of the log files, this symptom was able to be confirmed.